Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right atrial (ra) lead had difficulty placing and one day post implant dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.